Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) stored one episode due to oversensing of noise back in (B)(6) 2021. It was noted that the patient had a history of inappropriate shocks with their previous, non-boston scientific device. The patient had been provided with a magnet and the local sales representative needed to show the patient how to use the magnet properly with their current device, should it become necessary. It was noted the patient's current right ventricular (rv) lead is a non-boston scientific model that was implanted in 2012. No adverse patient effects were reported. The device remains implanted and in service.